Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a routine check, it was found that units do not generate an output video signal". No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01688.

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. During the manufacturer's technical inspection of the returned devices, the error description provided by the customer, "during a routine check, it was found that units do not generate an output video signal", could be confirmed. Tc201 did have a defective control board. The defect is caused by a random component failure and is the cause of the failure described by the customer. Additional defects found are independent from the cause (front module is damaged and some fluid has entered the housing which led to corrosion on the front module and the housing). Tc304 did show no functional errors. Additional defect found is independent of the issue described by the customer. Therefore, the product is rated as not causative. The event is filed under internal karl storz complaint ID: (B)(4).